Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer continued to use the pump and had an alternate method of insulin therapy avaialble. Customer¿s blood glucose level was 220-250 mg/dl.